Manufacturer narrative:
The field complaint of error message and interrogation issue was confirmed. Analysis of the device image indicated that memory corruption occurred. Further testing was performed after reloading the product code and all test results were normal; memory corruption could not be reproduced. Based on this information, abbott is performing further investigation.

Event description:
Following implant, the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.